Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis

Event description:
Related manufacturing reference: 2182269-2018-00095. During an atrial fibrillation ablation procedure an air leak occurred. While the catheter was inserted into the sheath, aspiration was attempted but only air could be aspirated. The sheath was exchanged and an air leak was again noted during assertion. The sheath set was exchanged a third time to complete the procedure. There were no adverse patient consequences.